Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that there was no training, and that the trouble walking was not related to or caused by the device or therapy. The shocking, urinary/bowel symptoms, and uncomfortable stimulation were resolved; however, the cause was not determined. No action had been taken to resolve the patient not feeling stimulation while the therapy was on, and it had not been resolved at the time that the additional information was received.

Manufacturer narrative:
H6: due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider. They reported that the patient started having shocking sensation years prior, the device had been turned off since. Unknown if any falls or trauma precipitated the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reports the manufacture representative (rep) didn't wait until the patient woke up to explain how to operate the device. However, the patient's spouse indicated the rep showed them how to use it before implant surgery. Patient also reports having trouble walking and waking up in pain. Pain is occurring up around the patient's penis and has been going on since the trial, and after the implant, it has actually gotten worse. Patient also woke up one night and felt like they had their finger stuck in an electrical socket. Patient's spouse clarified that the patient woke up with really bad shocking and it was discussed that the patient may be experiencing overstimulation. The spouse says the patient turned it down in the night, but it still bothered them. Patient reported an episode of incontinence. It was considered to decrease amplitude and the uncomfortable stimulation issue was resolved. How to position the antenna and sync with the patient programmer (pp) was reviewed. The pain went away, but now the patient says they can't feel any stimulation. The urinary/bowel symptoms returned. It was recommended to notify the healthcare provider (hcp) if the concerns continue. No further patient complications have been reported as a result of this event.